Event description:
A malfunction was reported on a customer's pump. There was no adverse impact to the customer¿s blood glucose level. Customer received assistance with resetting the pump, and the malfunction code did not recur after the reset. Customer was advised to continue using the pump, monitoring for any recurring issues, and to reach out if the problem persisted.